Event description:
It was reported that the patient felt their implanted defibrillator has been warm to the touch. The device is still in use. There were no further patient complications reported as a result of this event.

Event description:
It was reported that the patient felt their implanted defibrillator has been warm to the touch. The device is still in use. There were no further patient complications reported as a result of this event. It was later reported that the patient was experiencing chest pain and a high heart rate and went to the hospital. The patient's son was questioning why "the system did not kick in." The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. No issues were observed that would relate to the reason for this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. No issues were observed that would relate to the reason for this report.